Manufacturer narrative:
It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had developed infection at the ipg site. Symptom of redness was noted. It was also reported that the patient had an infection where she had a surgery and the physician thought the cause was bacteria. The patient was placed on antibiotics.

Manufacturer narrative:
Additional information was received that the patient has completed the course of antibiotics and the infection has cleared out. No further course of action at this time.

Event description:
A report was received that the patient had developed infection at the ipg site. Symptom of redness was noted. It was also reported that the patient had an infection where she had a surgery and the physician thought the cause was bacteria. The patient was placed on antibiotics.